Manufacturer narrative:
The device was received at csi for analysis. Analysis revealed some adhered and embedded biological material on and within the driveshaft filars and crown of the device. The adhered material prevented a test wire from passing through. The morphology of the biological material is not known. The exact root cause of accumulating tissue remains unknown. Examination in the areas of the adhered tissue did not reveal any device damage that would have contributed to the accumulation. At the conclusion of the failure analysis investigation the reported event was not confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) was used to complete four treatments on low speed. The extent of the calcification was moderate and the vessel was 60% stenotic. Once the oad advanced past the lesion, the speed setting was increased to high, and the device stopped spinning. Despite troubleshooting, the device would not start spinning again. The oad was removed so that imaging could be performed to assess the vessel. Imaging showed a dissection was present near the area of treatment. A balloon was used to successfully resolve the dissection. The patient was well upon completion of the procedure.